Event description:
It was reported the patient underwent a knee replacement procedure. Once closed, the incision was covered with a surgical dressing. Two days later, a nurse noted the skin surrounding the dressing had become "mottled in appearance". That same day, a physician from the infection disease unit was consulted. Upon examining the patient, the physician noted "erythema around the dressing extended outward (10 cm) beyond the dressing." The dressing was removed. Further examination of the patient noted "no redness under any part of the dressing." The redness appeared to begin at the edge of the dressing and extend outward. The affected area was treated topically with lidex cream. The area was then covered with telfa island dressing. The reddened area began to improve immediately after the dressing was removed and had completely resolved within 6-8 hours. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.